Manufacturer narrative:
Block b3: exact date unknown, based off bsc aware date. Block d2b: additional pro code selection that applies to the indication of this device nhl. The ipg was not returned for analysis; therefore, a technical analysis could not be performed. However, it was confirmed the ipg met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the event. Review of the instructions for use (IFU) confirmed the implanted device components may move from the original implanted location which may lead to the need for additional surgery. Based on a thorough review of the reported complaint boston scientific concluded that the probable cause of the event was unable to be established.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure of the implantable pulse generator (ipg) due to ipg migration to the arm. No further information was able to be obtained despite good faith efforts.